Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 3/14/2014- medical records received. Patient was revised to address pain, elevated metal ion levels, a large fluid collection, brown-tinged synovial fluid and synovium, metal on metal debris, pseudotumor and effusion. The head is now being reported as contributing due to metal on metal issues. This complaint was updated on: 03-25-2014.

Event description:
Sales rep reported revision surgery. Patient has been revised to address cup loosening with only fibrous ingrowth.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 7/2/2014 - litigation received. Litigation alleges discomfort and weakness. There is no new additional information that would affect the investigation. This complaint was updated on: 07/14/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.